Manufacturer narrative:
The initial analysis was performed on the customer synced glucose data in data management system (dms), which is a cloud platform supporting eversense systems. Based on the review, the differences were mostly due to lag, which is inherent to any cgm system. Additionally, the analysis revealed that the customer had logged blood glucose (bg) values as manual bg events instead of calibrations. There were some improper calibrations where the estimated values provided by the sensor were entered as calibrations rather than true finger stick bg measurements. The customer later provided an example where cgm showed 47 mg/dl and bg value was 83 mg/dl. The case was escalated to next level support who recommended customer to perform sensor re-link as part of troubleshooting process. However, the customer declined assistance and expressed that she did not want to continue using the system. No further follow-up attempts were possible and no further investigation could be conducted.

Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer mentioned that the system gives out many false hypoglycemic readings. No specific example was provided for review. The customer remained unresponsive for follow-up attempts.